Event description:
A report was received that the patient was having discomfort due to ipg site has surfaced. The patient underwent a revision procedure to moved the ipg deeper and to a different location. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was having discomfort due to ipg site has surfaced. The patient underwent a revision procedure to moved the ipg deeper and to a different location. The patient was reportedly doing well postoperatively.